Event description:
It was reported that the hose for warm/hot water flow came off of a system 2000 bathtub. Currently, it is unknown if the tub was being operated or if there was a patient within the tub when this was experienced, but there were no injuries reported.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.